Event description:
Difficulty was experienced when attempting to seat the liner into the shell. The force required to insert the liner into the shell fractured the acetabulum. Surgery was extended by 40 minutes. Procedure was completed successfully, patient's condition is fine with no other complications.

Manufacturer narrative:
Returned device evaluation revealed that a small amount of blood was present between the insert and the shell which prevented the insert from fitting smoothly into the shell. Once the blood in the shell was cleaned out, the insert was fully inserted into the shell with no issues. The most probable cause for this complaint is due to improper use of the device.